Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One product was received in used condition with the original packaging opened. Under visual inspection, the inflation line was identified as detached from the inflation channel of the tracheal tube. No other analysis was performed. The complaint was confirmed. Since the product was not found detached until it was in use with a patient the most probable root cause was due to improper use of the product. A device history record (DHR) review could not be performed as the lot number was unknown. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Event description:
It was reported that during use of the product, the cuff tube came out. The cuff was inflated and could not be extubated. One day later, the cuff deflated and the patient was extubated. Adverse effects have not been reported at this time.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: manufacture are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.